Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the intended procedure following the device¿s tip breaking during the reprocessing was completed using another device. The customer also confirmed that their reprocessing methods include washing and steam sterilization.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "tip is broken" occurred due to wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases, caused by the impact of a major mechanical force or fall. Based on the nature of the damage, it is assumed that this is a thermo-mechanically induced damage. It is unclear, whether the insulation insert had a previous damage or wear and tear through reprocessing (cds) or from the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the issue was found at the procedure.

Event description:
The customer reported that while reprocessing her olympus resection sheath, the ceramic tip broke. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.